Event description:
Staff were transferring resident from bed to wheelchair to go for a bath and resident slipped through the sling and onto the floor. Staff remained with resident and waited for ems. Ref MFR report 9681684-2013-00072.